Manufacturer narrative:
The report of red heart alarms was confirmed and reproduced during analysis. The eval of the returned system controller revealed a compromised inner conductor in the power lead. The black power cable was found to have a compromised brown (rsoc-line) inner conductor at the connector end. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt received a series of red heart alarms and the "self-test" button on the system controller did not work. The system controller was exchanged and the event was resolved.